Event description:
It was reported that during implant procedure, after opening the qa seal, the inner blister was noted to be already opened. The device was not use and was retained by the hospital. No patient consequences were reported. No further information was provided.